Manufacturer narrative:
Concomitant medical product: 5086mri58 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was "non-functional" due to dislodgement which occurred during valve replacement surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.